Manufacturer narrative:
Device evaluation: two photos and one breathing circuit were returned for investigation. The provided photos demonstrated damage on the breathing bag, consistent with over-inflation. The reported issue was confirmed during visual inspection of the sample when a tear was observed near the connector of the breathing bag. Pieces of the bag were found loose inside the bag itself. No lot number was available to conduct a review of manufacturing device history records. Signs of air or possible chunks in the tank screens can cause thin spots that might not break through under the air inflation but can rupture if the bag is stretched beyond normal use. The investigation attributed the observed damage to an issue during the supplier manufacturing process. A quality notification was made to the supplier manufacturing personnel, and inspections have been implemented to screen manufacturing equipment and finished products for issues that may result in the condition reported in this complaint.

Manufacturer narrative:
Date of event : month and year of event have been provided ,day is unknown. UDI is unknown, no product information has been provided to date. Expiration date and manufacture date are unknown, no information is available based on reported lot number. One breathing circuit was returned for investigation. The reported issue was confirmed during visual inspection when a tear was observed near the connector of the breathing bag. The investigation attributed the root cause of this problem to a manufacturing-related issue. To further investigate the cause of the observed condition, a component part was forwarded to another investigation site for additional analysis. A supplemental report will be provided when further information becomes available.

Event description:
It was reported that immediately after the customer started to use the product, it got torn. No patient injury reported.